Manufacturer narrative:
(B)(4). The insulin pump alarmed for a motor error during the basic occlusion test due to a loose drive support disk. The alarm for a loose drive support disk could not be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners and cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported that the insulin pump alarmed for a loose drive support cap during a set change. The blood glucose reading was 95 mg/dl. He stated that the drive support cap appeared normal and recessed. Nothing further was reported.